Event description:
It was reported that during a procedure, the exhaust hose burst in the middle of the hose. The operating room mgr mandated everyone that was in the operating room to go to the ER to have their hearing tested. All staff hearing is fine. It was confirmed that there was no staff or pt impact. Another set was retrieved to complete the procedure. The risk mgmt group has placed the motor, foot control, attachment, and tube in a bio-bag and is sending all devices back for eval. A detailed report has been requested by risk mgmt.

Manufacturer narrative:
Report confirmed. The exhaust hose was ruptured. The exhaust hose was removed from the motor and was evaluated for burst pressure. It was determined that the exhaust hose met the requirement for burst strength. The at10 attachment, tube, and foot control, also returned, did not contribute to or impact this event. The likely cause for the rupture of the exhaust hose was identified as occlusion of the hose during use, causing pressure to build up and exceed the hose spec. It was confirmed that there was no staff or pt impact. This report is being generated in response to a medwatch being filed by the customer (B)(4). The instruction manual states do not pinch, kink, obstruct or step on the motor hose. This may cause the motor hose to burst with potential injury to the pt, operator, and/or operating room staff.